Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP . There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burned and plate overheating, the customer complaint was not reproduced. There were four errors has been identified. The device was scrapped.